Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve was placed under evaluation for valve-in-valve intervention after an implant duration of six (6) years, one (1) month due to severe regurgitation, mild stenosis, and a mean gradient of 20mmhg. The patient presented with shortness of breath.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. Corrected: b5. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including hld.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve implanted in the mitral position was placed under evaluation for valve-in-valve intervention after an implant duration of six (6) years, one (1) month due to mitral stenosis. The patient is also under oncology evaluation for possible metastatic cancer.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial aortic valve implanted in the mitral position was placed under evaluation for valve-in-valve intervention after an implant duration of six (6) years, one (1) month due to severe regurgitation, mild stenosis, and a mean gradient of 20mmhg. The patient presented with shortness of breath.